Event description:
It was reported that the device showed that an electrical reset occurred. The device self recovered from the reset and all normal function was restored. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Critical ram parity error recorded on (B)(4) 2011 in address "0f 2b." Por severity is considered low as device should be able to fully recover after reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.